Event description:
Information received from the field does not address the patient's clinical status but notes high lead impedance in the bipolar configuration. The unipolar values were acceptable and the system remains implanted.~~~~~